Manufacturer narrative:
The customer reported that their central nurse's station (cns) will freeze on occasion. They also stated that when this happenes an hdd related error would appear on the screen. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) will freeze on occasion.